Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. It was suspected that electromagnetic interference (emi) was the cause of this since the measurements had been stable and within range prior to the event date. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements. It was suspected that electromagnetic interference (emi) was the cause of this since the measurements had been stable and within range prior to the event date. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that low out of range shock impedance measurements were observed. This were also attributed to emi. No changes were performed. This device remains in service.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements. It was suspected that electromagnetic interference (emi) was the cause of this since the measurements had been stable and within range prior to the event date. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that low out of range shock impedance measurements were observed. This were also attributed to emi. No changes were performed. This device remains in service. Additional information was received detailing that low out of range shock impedance measurements were observed once again. This were also attributed to emi. Further evaluation of the patient was discussed. This device remains in service.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. Additional information was added to the following fields: b5: describe event or problem field. H6: device codes.